Manufacturer narrative:
The device was returned, decontaminated and investigated. Investigation findings revealed the customer complaint which was confirmed. During visual inspection, it was noticed that the jaws were broken. The lot number for this tip is unknown so, a lot history check is impossible. All grasper tips are 100% inspected as part of final inspection requirements and must past a strength test prior to their release. During investigation, it was not possible to test the tip for functionality because of the condition of the returned product. The root cause for this failure is unknown. A probable root cause of this grasper tip breakage could be due to its usage related wear and tear. Another probable cause could be an excessive force applied beyond specifications (i.e. Exceeding 9.9lbs force, the tip will break). This complaint is confirmed. There was no harm to the patient.

Event description:
During a surgical laparoscopic procedure,the renew fenestrated grasper tip broke off inside of a patient. Additional radiation was needed to determine location of the missing tip. The procedure and anesthesia time was extended for 15 minutes. There was no reported serious injury. There was no harm to the patient.